Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader . No issues observed. Reader did not powered on with button depression and strip insertion or usb cable insertion. Reader was connected to pc and the reader was not recognized. The returned reader was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer was unable to self-treat due to unspecified symptoms and was seen at a hospital where they received unspecified treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer was unable to self-treat due to unspecified symptoms and was seen at a hospital where they received unspecified treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer was unable to self-treat due to unspecified symptoms and was seen at a hospital where they received unspecified treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H4 (device mfg date) was updated based on extended investigation. Section d4 (serial number) was updated from unk to (B)(6).

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer was unable to self-treat due to unspecified symptoms and was seen at a hospital where they received unspecified treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.